Manufacturer narrative:
Additional information and device return have been requested. A supplemental report will be filed when additional information is received or when the analysis/investigation is completed. (B)(4).

Manufacturer narrative:
Product analysis: upon receipt at medtronic's quality laboratory, the visual inspection noted remnants of glistening off white pannus remain attached to the band on the inflow and outflow adjacent to one eyelet trigone marker. An unknown amount of pannus appeared to have been removed from the band during explant. Radiography showed no evidence of mineralization and/or fractures along the band. Conclusion: product analysis noted pannus which is generally a patient related condition. The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. The device remained implanted for 50 months. There was no indication of product quality issue.

Event description:
Medtronic received information that this mitral annuloplasty ring was explanted 50 months following implant due to mitral stenosis and a failed repair attempt. The ring was replaced with an unspecified device. No adverse patient effects were reported. No additional information was immediately available.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.